Manufacturer narrative:
(B)(4).

Event description:
Reportedly, patient data was entered and programmed just before implantation procedure. The device was re-interrogated immediately post implantation. Threshold, sensing and lead impedance values were measured for both channels via the tabs in the "test" screen and a pdf report was printed afterwards. However, threshold, sensing and lead impedances values were empty in this file. When the device was re-interrogated in a new session, these values were properly displayed on the screen.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, patient data was entered and programmed just before implantation procedure. The device was re-interrogated immediately post implantation. Threshold, sensing and lead impedance values were measured for both channels via the tabs in the "test" screen and a pdf report was printed afterwards. However, threshold, sensing and lead impedances values were empty in this file. When the device was re-interrogated in a new session, these values were properly displayed on the screen.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior. It was most probably resulted from a programmer software anomaly which can occur only under specific conditions. There is no consequence on device behavior.

Event description:
Reportedly, patient data was entered and programmed just before implantation procedure. The device was re-interrogated immediately post implantation. Threshold, sensing and lead impedance values were measured for both channels via the tabs in the "test" screen and a pdf report was printed afterwards. However, threshold, sensing and lead impedances values were empty in this file. When the device was re-interrogated in a new session, these values were properly displayed on the screen.